Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that left ventricular lead dislodgement occurred during a 2015 atrioventricular node ablation. The lead was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the patient was discharged in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and capture issue. As received, a partial lead was returned in two pieces. The reported event of failure to capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. The s-curve height was unable to be measured due to this portion that was not returned. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.